Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that when the patient presented for implant procedure, the lead exhibited high, out of range pacing impedance during testing post implant. The lead was not used and replaced. The patient did not experience any adverse consequences.